Event description:
The customer reported that the 9800 system left monitor was dark during a case. The procedure was completed. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The boards and connectors were reseated and the monitor was replaced during the service call. The system was tested and found to be working as intended and put back into service.